Event description:
The patient experienced a post-dural puncture headache at device implant. The patient was treated with intravenous caffeine, versed, and dilaudid. A blood patch was placed 4 days later. The patient had a cerebrospinal fluid leak and a lump developed at the surgical site. The patient recovered without sequela.